Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that a patient with history of iron deficiency and gi bleeding underwent a pillcam sb2 capsule procedure on (B)(6) 2015. Patient had a negative egd and small bowel series. A CT scan of the abdomen was also negative. When the patient returned to the office, the study download was incomplete. Patient has remained asymptomatic since the ingestion on (B)(6) 2015. Physician performed a repeat CT scan on the patient on (B)(6) 2015 showing appearance of capsule retained in the abdomen. Physician expects to see patient again on (B)(6) 2015 to determine if structure is still visible. No further information available at this time.